Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance and high capture threshold. Fracture was also noted. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.